Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The error 23072 showed up in the error log history. The error was also replicated on the system.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgical team was having a recoverable fault 23072 on universal surgical manipulator (usm) 1. Before calling technical support, they had already recovered the fault several times unsuccessfully. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to move the arm all the way around from right to left position, also to move the set up joint (suj) up and down and recovering the error without success. The tse guided the customer to a hard power cycle including the emergency power off (epo) without success. The tse informed him that with current troubleshooting done, a field engineer visit is required to solve the issue on suj. The customer was able to disable usm 1. There was no patient harm or injury. On (B)(6)2022 isi contacted the site/reporter and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system, the system did initially power on without errors. No information available about how long had the surgery been in progress when the problem occurred. The surgeon was able to solve the problem by shutting down and starting up the system. The operation was successfully completed with 3 usms and with a delay of around 10 minutes. On (B)(6)2022 , isi contacted the site/reporter and obtained the following additional information regarding this event: during the first error on (B)(6)2022 , the patient was under anesthesia but no trocars had been placed. No patient information can be disclosed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked and cleaned the z-pot and replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. The suj is expected to be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. A review of the procedure log showed the urology procedure was performed on (B)(6)2022 with system sl0577. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.